Manufacturer narrative:
The meter is exhibiting the memory overwrite malfunction. No additional evaluation is required. Customers and retailers have been informed through letter.

Event description:
A customer complained about an error 4 message displayed on their locked freestyle mini meter when the test strip was inserted. The meter is likely exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.